Event description:
It was reported that the patient's incontinence level worsened following the placement of an advance sling. The patient experienced was implanted with an alternative continence device on (B)(6) 2017. No further patient complications were reported in relation to this event.